Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact pesron: (B)(4).

Event description:
The received logs indicate high pressure alarms. There was no patient harm. (B)(4).

Event description:
Manuacturer ref.#: 213546.

Manufacturer narrative:
This event is a duplicate event on the same ventilator. The investigation results and evaluation codes for this event are therefore contained in the MFR report #:(B)(4) for the event.